Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was initially reported in error on a 3500a form. The complaint will be exempt from reporting per exemption e1998006.

Event description:
It was reported that the urinary catheter broke during use. Additional information was received from the international business center via email, on 14jan2019, that the catheter was broken on the inside of the patient with no breakage or pieces missing from the break. No medical intervention was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urinary catheter broke during use. Additional information was received from the international business center via email, on (B)(6) 2019, that the catheter was broken on the inside of the patient with no breakage or pieces missing from the break. No medical intervention was needed.